Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's initial daily dose was set to "100 mcg/die". After some days, the healthcare professional (hcp) increased the daily dose to "130 mcg/die" and the patient experienced bradycardia. The hcp reduced the dose to "50 mcg/die" (also reported as a daily dose of "24 mcg/ml"). The hcp confirmed the overdose was related to the patient's tolerance. There was no programming error and "probably the initial dose was too high". It was noted there was not drug test performed before the pump implant. When asked what led to the event, it was stated, "probably overdose symptoms". The intervention that occurred was reducing the baclofen daily dose. The pump was used to deliver baclofen. The outcome of the event was not reported.